Event description:
A hemodialysis facility has reported that during treatment, an external blood leak occurred. The leak was visually observed from the cap of the dialyzer, not where the line connects. Test strips were not used to confirm. Estimated blood loss was 300ml. The pt had no adverse effects and no medical intervention was required. The pt completed treatment with a new set-up. Sample is not available for MFR eval.

Manufacturer narrative:
Plant investigation has not yet been completed. A follow report will be filed, upon completion of the investigation.